Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) up to 521mg/dl with no reported signs or symptoms of hyperglycemia. The bgs were reportedly treated with boluses via the pump. The reporter noted a pattern in the bg elevations, occurring in the late afternoons to evenings. The reporter stated that the patient has been on new otc medication for gi distress in the past two weeks and was wondering if that could be causing the bg elevations. The reporter stated the patient's healthcare provider (hcp) had not been consulted regarding the gi distress. The reporter noted that sites are changed every two days, and confirmed all pump settings and histories were correct. Troubleshooting indicated the pump was delivering appropriately. The reporter was advised to follow up with the patient's hcp to discuss the pattern of bg elevations and the possible need for settings adjustments. The pump is not being returned at this time and the patient continued insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.